Manufacturer narrative:
The damaged side rail was inspected by an arjo service technician on 21 nov 2025. Data analysis is ongoing to establish the root cause of the issue, namely that the screws of the side panel securing the plastic moulding to the metal base plate had shifted from their original position. Results will be provided in the final 2 report. UDI: (B)(4). The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
The screws of the side panel securing the plastic moulding to the metal base plate were loose. The additional tests at the manufacturing site were performed to establish the root cause of the issue. The analysis of data is ongoing. Results will be provided in the final 2 report. UDI: (B)(4). The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
The damaged side rail was inspected by an arjo service technician on 21 nov 2025. Additional tests at the manufacturing site are ongoing to establish the root cause of the issue, namely that the screws of the side panel securing the plastic moulding to the metal base plate had shifted from their original position. Results will be provided in the final 2 report. UDI: (B)(4). The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
The device is being returned to the manufacturer for further analysis. Results will be provided in the final report.

Event description:
Arjo became aware of the malfunction of the citadel plus bed frame. One of the buckles used to connect the mattress and the side bolsters (allowing to expand the mattress in width) was jammed inside rail mechanism. Due to that side rail partially detached, 2 out of 4 screws that are responsible for holding the panel to the metal plate were partially ripped off. There was no indication of the patient involvement. No injury was reported.

Manufacturer narrative:
The product return to the manufacturer is still ongoing. Results of the investigation will be provided in the final report. UDI: (B)(4). The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
The product return to the manufacturer is still ongoing. Results of the investigation will be provided in the final report. UDI: (B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
It was reported by the customer that the "side panel of the bed is broken due to the air mattress being too big for bed." There was no indication of the patient involvement. No injury was reported.

Manufacturer narrative:
The investigation and arjo technician inspection showed that the metal buckle used to connect the mattress (unknown brand name) and the side bolsters (which allow to expand the mattress in width) was jammed in side rail extension and the plastic plate covering the side-rail mechanism was unglued. According to the customer, they forced the side rail to close it when the buckle was jammed. The instruction for use for citadel plus bed frame (831.374-en) instructs user "keep all equipment, tubes and lines, loose clothing, hair and parts of the body away from moving parts and pinch points." When the plastic plate was unglued the technician noticed that the screws (coated with a pre-applied nylon patch (tuf-lok), hereafter referred to as tuf-lok screws) securing the plastic moulding to the metal base plate (part of the side-rail mechanism) were loose. It was initially thought that the loose screws visible under the unglued could lead to the siderail detachment. However, thorough investigation showed that loose tuf-lok screws does not lead to side rail detachment, and does not pose a risk to the patient. The review of the complaints showed that this is the single occurrence complaint and there is no possibility to move the tuf-lok screws completely out of the side rail panel. Even if the tuf-lok screw is loose, it is still long enough to securely hold the side-rail panel in place. The applied forces did not affect the joint between the tuf-lok screws and threaded plates, the side rail remained attached to the bed frame. In the event that a patient leans on the damaged side rail, the side rail will not detach from the bed, as the tuf-lok screws hold plastic moulding in place, side rail is still functional. The risk analysis file for the citadel plus does not indicate that the damaged, worn, loose or missing part could result in serious injury. The side rail is functional and can be locked in raised position. The investigated failure is considered not reportable in the future. The arjo device failed to meet its performance specification following the loose screws. There was no indication of the patient involvement. No injury was reported. The device was not involved in the adverse event. UDI: (B)(4). The device is distributed outside the us and no gudid information exists. Describe event or problem and medical device problem code were corrected.

Manufacturer narrative:
Photographic evidence provided showed that two out of the four screws of the side panel securing the plastic moulding to the metal base plate had moved from their original position. There was no indication of the patient involvement. No injury was reported. The product instruction for use (IFU, 831.374-en) states: "keep all equipment, tubes and lines, loose clothing, hair and parts of the body away from moving parts and pinch points." The review of post-market surveillance data and the investigation carried out at the manufacturing site revealed that the main factor which could compromise the integrity of the side rail might be related to an excessive force applied to the side rail. Taking into account the information that the mattress could be too big for the bed, the hypothesis is that the mattress may push on the side rail from the inside and in addition if a jammed buckle prevented the side rail from being extended then pulling the side rail with some force could have resulted in side rail damage. This hypothesis has not been confirmed. The side rail was damaged therefore the arjo device did not meet the specification. There was no patient involved. No injury was reported. The product was damaged therefore it played a role in the incident.

Event description:
Arjo became aware of the malfunction of the citadel plus bed frame. We were informed that the "side panel of the bed is broken due to the air mattress being too big for bed." Later it was added, following the bed's evaluation, that one of the metal buckles used to connect the mattress and the side bolsters (which allow to expand the mattress in width) was jammed in side rail extension. There was no indication of the patient involvement. No injury was reported.

Manufacturer narrative:
The rpoduct return to the manufacturer is still ongoing. Results of the investigation will be provided in the final report. According to instruction for use citadel plus (IFU, 831.374-en rev. 13): operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks, or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ UDI: (B)(4). The device is distributed outside the us and no gudid information exists.